Manufacturer narrative:
Patient information was unavailable from the site. Device not returned to manufacturer for evaluation. Issue resolved on call.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that during the procedure the system had an orange line connection between the navigation and the imaging system. The site attempted to verify the image guided system (igs) but it failed. The health care professional (hcp) called tech services (ts). Ts had the hcp change the ip address of the imaging system to a similar one of the navigation system and the connection was established. Surgery was delayed less than one hour. No impact on patient outcome.

Manufacturer narrative:
Per the reported event, server settings were updated to resolve the issue. A medtronic representative went to the site to confirm the settings were correct. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. Software functioned as designed.